Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 037417468. Photographic images were made. Evidence that product in specification when used. No evidence of misuse.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00305, 00306.

Event description:
Allegedly removed during the revision of another component.